Event description:
Same case as MDR ID 2134265-2014-06847, 2134265-2014-06846. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter. It was noted that motor drive unit 5 (mdu5) unable to perform pullback and there was a clutch error message displayed. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).